Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic due to unrelated phrenic nerve stimulation, post-paced t-wave oversensing was observed after programming changes were made. Further programming changes were made to resolve the oversensing. The device remains implanted. The patient will continue to be monitored.